Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue, but the fse replaced the core due to intermittent errors that would impact cases if there were further delays. The system was tested and verified as ready for use. Isi did receive the core associated with this complaint to perform failure analysis (fa). Fa investigation could not replicate the customer reported issue. The core was tested on the printed circuit assembly (pca) test system. The system started up without any error, with good image both left and right eye, good audio, and the 4 fiber ports of the core were working good with blue led up. Personality module vision acquisition (pmva) and personality module audio / video (pmav) module input/output, emergency power off (epo) functionality, camera motion control, fiber optic intensity, and cautery test (monopolar and bipolar) were tested and passed. Ran 30x power cycle with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error.

Event description:
It was reported that during a da vinci-assisted surgical procedure there was faults on the system. The customer stated that they attempted to restart the system a couple of times but keep encountering the same issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed error 23 pointing to a loss of communication the video display controller (vdc) / isi core controller (icc) in the core. The customer was asking if they could use their other vision side cart (vsc) as the system was not in use. The tse confirmed both systems were on the same software level. The customer moved vsc sk3634 over and was able to power the system on successfully. Site was proceeding with case. The procedure was converted to another da vinci system with no indication of patient injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information to clarify the event: the error occurred 25 minutes after the procedure started, the patient was intubated and under anesthesia and the ports were placed already. The system was functioning properly during the initial powering on, and no injury to the patient occurred. Patient demographic information was provided.